Manufacturer narrative:
Combination product: yes . The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Few struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to pre-dilate the lesion prior to stent positioning.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Few struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the corresponding IFU advises the user to pre-dilate the lesion prior to stent positioning.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (stenosis degree: 90 percent) in the moderately proximal lad. Pre-dilatation was not performed. The lesion could not be crossed with the device. The catheter was removed from patients body and the stent was checked. Because the tip of the stent was hanging (deformed), treatment was completed with another orsiro mission.

Manufacturer narrative:
Combination product: yes.